Event description:
It was reported that the stopper separated from the bd vacutainer® lh 68 i.u. Plus blood collection tube after the tube was pulled from the holder, causing blood leakage. This event was reported to have had 40 separate occurrences.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for stopper creepout with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for stopper creepout with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper separated from the bd vacutainer® lh 68 i.u. Plus blood collection tube after the tube was pulled from the holder, causing blood leakage. This event was reported to have had 40 separate occurrences.